Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The moderately calcified 80% stenotic lesion was located in the mid-segment of the circumflex (cx) artery. The 2.5mm x 15 mm maverick balloon catheter was advanced to the lesion and reported to have burst at 12 atm's when inflated for 5 seconds. It is unknown how many times or on which inflation the balloon rupture occurred. The procedure was not completed due to another reason. No patient injury or complications were reported. Further information regarding this event has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.